Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00053. It was reported the patient did not receive effective stimulation coverage from her scs system. In turn, the patient underwent surgical intervention at which the system was explanted. The exact explant date is unknown.